Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated but not yet begun.

Manufacturer narrative:
As received, only the connector portions, were returned. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient expired while in police custody. While being detained by the police department, the patient experienced a cardiac episode. Review of the electrograms indicated that the device did not delivery therapy due to possible output circuit damage. Aborted charges were observed due to shorted output stage detection. The device and lead will be returned for analysis.